Manufacturer narrative:
The device was received for evaluation. During evaluation a system error 345 occurred but was not duplicated through additional testing. Visual inspection observed a contaminated force sensor connector on the inner/outer printed circuit board (I/o pcb) as cause of the issue. The I/o pcb requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.